Event description:
It was reported that on (B)(6) 2012 the patient underwent a pulse generator changeout. Overnight, the patient experienced a period of asystole and the right ventricular lead exhibited a loss of capture. The lead was capped replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.